Event description:
It was reported the patient's blood glucose rose to 315 mg/dl. The pod was leaking while worn on the patient's leg for between 49 and 71 hours.

Manufacturer narrative:
Dried up fluid residue was observed on the mechanism rails and traces of liquid were found inside the device. Two batteries and part of the pcba were found to be corroded. A leak was identified in the exposed portion of the soft cannula. The cause and timing of the observed puncture is unknown, therefore it could not be conclusively determined if the puncture was the source of the reported leaking. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.